Event description:
It was reported that the right ventricular lead has had a slow increase in impedance and now the pacing impedance is high, which triggered a patient alert. Follow-up attempts to obtain information if the impedance issues were resolved were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.